Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. The investigation was unable to determine a definitive cause for the reported cerebral vascular accident and thrombosis; however, the mitral stenosis was likely related to procedural conditions. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effects of emboli (thrombus), stroke (cerebrovascular accident) and mitral stenosis as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report, additional information was obtained: the patient experienced a thromboembolic cerebral vascular accident. Non-significant mitral stenosis was noted. In the physician's opinion, the mitral stenosis relationship to the thrombus formation is unlikely, however, cannot be eliminated. The mild mitral stenosis may have contributed to a possible clot formation in the left atrium or the mitraclip could have had a small clot that embolized; however, this could not be confirmed. Reportedly, the clips remained well seated on the leaflets. Post mitraclip procedure the patient was prescribed plavix and aspirin. After this event, coumadin was prescribed.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed to report cerebrovascular accident that occurred 7 months postprocedure. It was reported that on (B)(6) 2015, two mitraclips were successfully implanted in a patient with functional mitral regurgitation (mr) greater than 3+ reducing the mr to 2+ without a device malfunction. On (B)(6) 2015, the patient was discharged from the hospital. On (B)(6) 2015, 7 months postprocedure, the patient was hospitalized with left sided weakness and facial droop due to an ischemic cerebral vascular accident (cva). Tissue plasminogen activator was administered. Reportedly, there was no device malfunction. The study physician assessed the cva as being possibly related to the device. On (B)(6) 2015, the patient was discharged to home. On (B)(6) 2016, the event resolved without sequela. There was no additional information provided.